Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: thrombosis requiring surgical intervention. Device issue: none. It was reported that the rx vision stent was implanted in 2008; however, thrombosis was observed on the following month. Since the guide wire was unable to cross the lesion during the percutaneous coronary intervention (pci), an emergency surgical treatment was performed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the device risk assessment and instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. It should be noted that a contraindication addressed in the IFU states, "pts who have experienced a recent (less than 1 week) acute myocardial infarction." In this case, a conclusive root cause cannot be determined for the reported pt effects and the relationship, if any to the vision stent delivery (sds).